Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right ventricular (rv) lead during episodes of ventricular tachycardia. The implantable cardioverter defibrillator (ICD) t-wave oversensing discriminator characterized the r-waves as t-waves which inhibited detection and treatment. Reprogramming was performed to turn off the t-wave oversensing discriminator and change the sensing polarity. The lead and device remain in use. No patient complications have been reported as a result of this event.